Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown and began flashing red lights and beeping. Blood glucose level was impacted (288 mg/dl) and was addressed by administering manual injections. Additionally, the pump declared a malfunction alarm. It was indicated that the customer would administer manual injections as alternate insulin therapy.